Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On may 30, 2024, a patient contacted lifescan (lfs) us alleging that their ot verio flex would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that, beginning on (B)(6) 2024, they were unable to power on their meter either by inserting a test strip or pressing the ¿ok¿ button. The patient had symptoms they described as ¿weak¿ and ¿tired¿ which began prior to the product issue. The patient normally treats their diabetes with metformin ER, 500 milligram extended release however they did not make any changes to their diabetes regimen due to being unable to obtain a result. The patient called for the paramedics due to the symptoms and being unable to obtain a result. When the paramedics arrived, they performed a blood-glucose test and obtained a result of ¿544mg/dl¿ on their meter. The patient was then hospitalised and an hcp provided 10 milligrams of insulin. During troubleshooting, the cca confirmed that the meter would not power on by inserting a strip or by pressing the ¿ok¿ button. They also noted that the batteries in the meter had already been replaced. The subject device was replaced. This complaint is being reported because the patient claims they were obtain a blood-glucose result due to the reported issue and reportedly was hospitalised and treated with insulin. The subject device could not be ruled out as a contributing factor.